Event description:
The manufacturer received information alleging a simplygo oxygen concentrator was not working properly. The patient allegedly had shortness of breath and was taken to the emergency room where she was placed on 5lpm oxygen and received a nebulizer treatment. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation of a simplygo oxygen concentrator that allegedly was not working properly. The patient reportedly had shortness of breath and was taken to the emergency room where she was placed on 5lpm oxygen and received a nebulizer treatment. The device was evaluated by the manufacturer and found the device to operate and alarm to specifications. The device passed all final testing. The manufacturer concludes the device did not cause or contribute to the patient's shortness of breath and hospital treatment.